Event description:
Secondary tubing slow to prime on cefepime but medication went through without issue. Secondary tubing then slow to backprime on vancomycin dose due after cefepime, then after 2 hours noticed vancomycin only half given. After resetting vancomycin dose, noticed that primary was dripping faster than secondary, so clamped primary and finished secondary over another hour. Tested secondary tubing after vancomycin dose, secondary very sluggish to backprime.